Manufacturer narrative:
The subject device has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during an uncertain procedure. After a short time of use, a short circuit error was occurred and the tissue pad of the device was partially peeled. The procedure was completed using a similar device. No patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to omsc for evaluation. The evaluation on february 22, 2017, confirmed that the tissue pad was worn and partially peeled. There were contact marks on the surface of the probe and the metal part of the jaw each other. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. This is the report regarding the tissue pad damage. Another report regarding the damage of the jaw coating is going to be submitted separately. These types of tissue pad damage and errors are most likely related to the operator's technique. Based on the past similar cases, it was known that tissue pad damage and errors by following mechanism. The tissue pad was partially peeled due to activating output in seal & cut mode while the grasping section is closed without contacting tissue (including after the tissue already cut). Consequently the probe contacted with the metal part of the jaw. The seal & cut short circuit errors were occurred and contact marks were made, due to activating output while the probe and the metal part of the jaw were contacting each other. The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.